Event description:
The pressure of the inflation device did not respond to the reading on the pressure gauge and a balloon catheter burst which resulted in a vessel dissection. Four balloons were used during the ptca procedure and all ruptured. It was noted that after the fourth balloon rupture a dissection occurred. A stent delivery system was used to repair the dissection, it too ruptured. The physician thought that the cause of balloon rupturing was the severe calcification of the lesion. A week later, the pt's condition is unstable and pt is still under medical treatment in intensive care. The subject device was returned for evaluation.